Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller reported that pt's hcp contacted them inquiring about possible extension/lead revision. Caller stated that the hcp did not provide further details and caller was unsure if there was a problem with the internal components. Caller inquired about lead/accessory compatibility. Tss reviewed information. Caller stated they would be following up with pt's hcp to discuss further. Troubleshooting was not required. Additional information was received from a manufacturer representative (rep). The rep reported that with this patient's lead revision, rep was able to get another extension, but the physician performing the revision is wanting to test the leads and extension that are already implanted first. Rep reports that if the surgeon feels the lead revision needs to take place, they will revise it. Technical services (tss) reviewed compatibility and wrench used to separate during lead revision.

Manufacturer narrative:
D10: section d information references the main component of the system and other applicable components are the lead. Product ID 3487a-33 lot# j0527898v serial# implanted: (B)(6) 2007 explanted: (B)(6) 2023 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3487a-33 lot# j0527898v implanted: (B)(6) 2007 explanted: (B)(6) 2023 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported the leads had high impedance and were not functioning at all. The cause is unknown. The leads and extensions were explanted, and new leads implanted. The issue was resolved. The lead was discarded. Weight will not be made available.